Event description:
It was reported that during the first ablation in the left superior pulmonary vein (lipv), using the farapulse¿ system, 34 seconds of asystole occurred. The asystole was confirmed on the body surface signals displayed on the carto 3 system and the recording system. The reporter stated that she was the first to notice the asystole at around 4 seconds into the asystole on the recording system. The cs catheter was used to pace in the coronary sinus. There was no conduction to the ventricle. There were no qrs signals displayed on the carto 3 system or the recording system. By the time the physician was about to advance the cs catheter into the ventricle, the qrs signal returned on its own. The physician administered glycopyrrolate. The procedure was continued and completed with no further issues. The last known patient status was stable. The carto 3 system was used for mapping and the farapulse system was used for ablation. The cs catheter and webster cs catheter were the bwi devices inside of the patient when the adverse event occurred. The octaray catheter and nuvision nav catheter were used for mapping. The bwi catheters were brand new. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".